Manufacturer narrative:
Product event summary #geo. Event description: it was reported that the right ventricular (rv) lead had high and unstable thresholds, noise indicated as short v-v intervals, exit block and high impedance of the pace/sense conductor. The lead was explanted (had to cut the lead to explant) and replaced. Lead will be returned. ICD was also extracted and replaced ¿ no complaint. Preliminary geo assessment: review of the std revealed: patient alert (out of tolerance subthreshold lead impedance and lia) on (B)(6) 2019 for impedance and oversensing. Oversensing: yes ¿ nsvt and vsic - impedance high/undefined ¿ rv (tip) pace/sense conductor. Preliminary geo conclusion: (B)(4): rv lead ¿ lead fracture (B)(4): ICD ¿ no complaint. Concomitant medical products: serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had fracture, high and unstable thresholds, high pacing impedance, short v-v intervals, exit block, oversensing and noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the returned product was retained in storage after the analysis concluded according to storage guidelines the product may be stored off site. If requested, the product may be returned to the patient provided after analysis the product was in a condition that it could be returned to the patient. If information is provided in the future, a supplemental report will be issued.